Event description:
It was reported the patient experienced inappropriate therapy after an episode of atrial tachycardia was incorrectly interpreted by the device. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
It was reported the patient experienced an episode of atrial tachycardia which the device incorrectly interpreted as a supraventricular tachycardia, so the device did not deliver any anti tachycardia pacing or high voltage therapy. The device eventually successfully identified the arrhythmia and delivered anti tachycardia pacing and a high voltage shock to resolve the arrhythmia. No intervention was performed at this time. The patient was stable and will continue to be monitored.